Event description:
It was reported to manufacturer that after a software upgrade from 6.1 to 7.1, a computer software error message kept showing on the screen. Troubleshooting was performed on the programming system; however, the troubleshooting isolated the software to be problematic. Therefore, the handheld and both flashcards have been returned to manufacturer where analysis is underway.